Manufacturer narrative:
Other: the patient reported that she received 33 shocks from her device. She said she was told by her physician that the lead was sensing incorrectly, so she had to have a new lead implanted. As a result, the pace/sense portion of the model 6949 lead was capped and replaced with a new lead. The high voltage portion remain in use. Additional information was later received in a lawsuit alleging the "plaintiff has suffered severe emotional trauma, physical consequences and long continued emotional disturbance." No specific details were received, and no further patient complications were reported as a result of this event. No conclusion can be drawn. Device remains activated, sensitivity, shock, inappropriate.

Event description:
The patient reported that she received 33 shocks from her device. She said she was told by her physician that the lead was sensing incorrectly, so she had to have a new lead implanted. As a result, the pace/sense portion of the model 6949 lead was capped and replaced with a new lead. The high voltage portion remain in use. Additional information was later received in a lawsuit alleging the "plaintiff has suffered severe emotional trauma, physical consequences and long continued emotional disturbance." No specific details were received, and no further patient complications were reported as a result of this event.